Event description:
It was reported that noise was found via review of egms. A lead integrity alert was received on the device. Externalized conductors were observed on x-ray. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned for analysis in two parts. Several internal insulation abrasions were found along the distal tip. An internal insulation abrasion at 17.6cm t0 17.9cm from the distal tip was found consistent with friction to another device. The inner coil was exposed and caused the reported noise.